Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the collimator was stuck and the system displayed a collimator too large error. No pt injury was reported.